Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper case lens was cloudy and that the device was unable to interrogate. The upper case and the cable were replaced to resolve. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.